Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the f600 fuse was open. The cause of the inability to power on is the open fuse. There were no shorts found. The root cause of the open fuse cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.